Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that an attachment device "broke off while cutting into the patient's skull during surgery to remove a meningioma." The reporter stated that the a piece of the attachment device that fell into the patient's skull did not puncture the dura matter. The broken piece was easily visible and was removed without complications. The reporter stated that the broken piece was sterile. There was a 15 minute delay in surgery; however, an identical spare device was available for use. The surgery was completed successfully, and the patient did not require prolonged hospitalization.